Event description:
The customer reported that the patient was burnt. Al electric blade (manufacturer brand not reported) was used. No blood loss or tissue loss was reported.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional question in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.